Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B1, b2, b5, h1, remove codes 1905, 4613, add codes 2199, 4582.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. A bolus via the pump was delivered to address bg level. Customer resumed insulin delivery successfully.